Event description:
The nurse reported that the g5 monitor was receiving "analyzing data" on 12-lead and no 12-lead analysis were given. The waveforms were displayed, but intermittently. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the g5 monitor was receiving "analyzing data" on 12-lead and no 12-lead analysis were given. The waveforms were displayed, but intermittently. Technical support (ts) had them reboot the g5, but the issue persisted and they did not have another trunk cable immediately available. The biomedical engineer (bme) called back after attempting to troubleshoot the issue. After rebooting, it displayed a disc error, prompting them to initialize the device. However, after initializing, another error stating "cannot save data" was displayed. The bme noted that while trying to induce alarms, the settings were not saving when being adjusted. Ts advised to replace the internal sd card and provided them with the part number. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g5 monitor: bedside monitor (bsm): model #: bsm-1753a serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.